Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken. Imdrf device code a040601 captures the reportable event of cutting wire kinked. Block h11: investigation results the device was not returned for analysis and was reported to be disposed. However, media inspection performed on the photo provided by the customer shows the cutting wire was broken and kinked. No other problems with the device were noted. A technical analysis could not be performed. With all the available information, boston scientific concludes that the reported event of wire break and wire kinked are confirmed. The device was not returned for analysis because was reported to be disposed. Without analysis of the actual device, there is a lack of objective evidence, or descriptive conditions of the event required to determine a probable root cause of the event. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported to boston scientific corporation that a truetome 44 was prepared to be used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2026. During the preparation, it was reported that a broken cut wire was noticed straight out of packaging. Additionally, a malformed luer lock was also noted. A photo of the complaint device was provided and showed the cutting wire was broken and kinked. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken. Imdrf device code a040601 captures the reportable event of cutting wire kinked. Block h11: investigation results the device was not returned for analysis and was reported to be disposed; therefore, a technical analysis could not be performed. With all the available information, boston scientific concludes that the reported event of wire break could not be confirmed. The device was not returned for analysis because was reported to be disposed. Without analysis of the actual device, there is a lack of objective evidence, or descriptive conditions of the event required to determine a probable root cause of the event. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported to boston scientific corporation that a truetome 44 was prepared to be used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2026. During the preparation, it was reported that a broken cut wire was noticed straight out of packaging. Additionally, a malformed luer lock was also noted. A photo of the complaint device was provided and showed the cutting wire was broken and kinked. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.